Manufacturer narrative:
Dealer stated that the right brake handle will not lock into place. Component replaced under warranty order (B)(4). No injury or medical intervention alleged.

Event description:
Customer alleges the right brake handle will not lock. (B)(4). No injury alleged.